Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product analysis: the full lead was returned, analyzed and no anomalies were found. There was blood on the proximal and distal conductors of the lead and they were not obstructed, the distal lv (low voltage) electrode of the lead and sleevehead were covered in blood and the outer insulation of the lead was extrinsically breached due to a cut. Concomitant products: model #409258 implantable pacing lead, implant date: (B)(6) 2012; model #addr01 implantable pulse generator (ipg), implant date: (B)(6) 2012; model #638bl32 heart band, implant date: (B)(6) 2010. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead exhibited high/unstable thresholds. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.